Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they changed the set and received a no delivery during bolus. The customer¿s blood glucose level was 301 mg/dl. Troubleshooting was performed and insulin exited without incident. The insulin pump did not alarm a no delivery. The customer stated they changed the set twice before calling with a no delivery. The caller reported that the event was resolved by changing the complete reservoir and infusion set. The product will be returned for analysis.